Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 112 to 118 mg/dl. Customer observed symptoms of excessive tiredness. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings and observed symptoms. Currently taking medication to manage diabetes. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 464 mg/dl and 480 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 02/28/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1: 360mg/dl (B)(6) 2015 08:34 am fasting: yes; 2: 149mg/dl (B)(6) 2015 06:31 pm fasting: yes; 3: 345mg/dl (B)(6) 2015 08:02 am fasting: yes; 4: 116mg/dl (B)(6) 2015 07:55 am fasting: yes; 5: 112mg/dl (B)(6) 2015 06:53 am fasting: yes. Adverse event not reported.

Manufacturer narrative:
(B)(4) investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 112 to 118 mg/dl. Customer observed symptoms of excessive tiredness. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings and observed symptoms. Currently taking medication to manage diabetes. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 464 mg/dl and 480 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 02/28/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:360mg/dl (B)(6) 2015 08:34 am fasting:yes. 2:149mg/dl (B)(6) 2015 06:31 pm fasting:yes. 3:345mg/dl (B)(6) 2015 08:02 am fasting:yes. 4:116mg/dl (B)(6) 2015 07:55 am fasting:yes. 5:112mg/dl (B)(6) 2015 06:53 am fasting:yes. Adverse event not reported.